Manufacturer narrative:
UDI: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
An alert transmission from merlin.net was received due to non-sustained right ventricular oversensing (nsrvo) episodes. The patient was brought into the clinical for device reprogramming. The patient was stable.